Manufacturer narrative:
Product reference 4436920 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. The investigation onto this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
The customer reported that upon an x-ray exam, it was detected that the celsite/intravenous catheter was fractured. "Client was subjected to an x-ray exam referred by (B)(6), following an infection by sars-cov, having been contacted afterwards to go, with urgency, to a health institution since it was detected that the cvc was fractured. Client contacts the day hospital, and in articulation and with the support of the doctor from the day hospital, the client was sent to the permanent care of the (B)(6) hospital since this was the place where the catheterization was done."

Event description:
The customer reported that upon an x-ray exam, it was detected that the celsite/intravenous catheter was fractured. "Client was subjected to an x-ray exam referred by saúde 24, following an infection by sars-cov, having been contacted afterwards to go, with urgency, to a health institution since it was detected that the cvc was fractured. Client contacts the day hospital, and in articulation and with the support of the doctor from the day hospital, the client was sent to the permanent care of the cuf tejo hospital since this was the place where the catheterization was done."

Manufacturer narrative:
Note: product reference 4436920 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36961855 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in may 2020. Investigation results: we received for investigation one cel site st305l access port from batch nr36961855 with a 5 cm long piece of catheter still connected to the access port housing with the connection ring. The extremity's facies are rough, irregular and flattened/ovalized. The distal part of the catheter is missing. No manufacturing defect is visible on the received device. Dimensional measures: we have measured the returned catheter in order to check its conformity to our specifications. All characteristics conform to our specifications. X-ray pictures review: we received for review a cd-rom with x-ray pictures. We can see that the access port catheter was implanted via the subclavian route and the catheter rupture occurred in the subclavian area. The distal part of catheter has migrated into the heart. Conclusion: - no manufacturing defect has been detected on the returned device. - the catheter is flattened at the level of the rupture. - the x-ray pictures review allows us to dedude that the catheter was crushed in the costo-clavicular space and repeated squeezing has led to the rupture of the catheter: it is the pinch-off syndrome. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route. It is a rare incident (0.01%), not imputable to the device. No corrective action is envisaged for the moment.